Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device was repositioned due to it flipped in pocket when patient lifted leg way up to climb in tall bed. Should additional information be received, this file will be updated.